Event description:
Per email: inbound. Patient reported cadd legacy pump alarming no disposable with cassette but was able to troubleshoot and restart pump with same cassette and pump. No cassette lot number available. States this has been a weekly issue. No further details provided.

Manufacturer narrative:
Other, other text: b5: additional information: medwatch report mw5108085 received 20/apr/2022., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106